Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The left ventricular (lv) lead was attempted to be re-positioned after it became dislodged. There were three leads in the heart including a right atrial, right ventricular (rv), and the dislodged lv. After exposing the lv lead and attempting to pull the lv lead back to re-position it, the lv was partially fused together with the rv lead and it was unable to be explanted. A new lv lead was placed and the old one was capped with no adverse consequences to the patient.